Event description:
A cracked and shattered touchscreen was reported, rendering the pump unusable as the screen was unresponsive and illegible. The impact on the customer¿s blood glucose level was unknown as the caller declined to answer. Tandem technical support decided to replace the pump, and the customer was advised to use multiple daily injections as backup therapy to ensure continued insulin delivery. The caller was instructed on how to put the pump into storage mode and agreed to return the defective pump using a prepaid label within ten days.